Manufacturer narrative:
During stent insertion through the 5fr vista brite tip guiding catheter, the surgeon felt unusual resistance. After removal of the catheter, ¿a plastic piece was found at the distal tip of the catheter, probably caused by opened struts of the stent.¿ there was no patient injury reported. The target lesion was the right coronary artery. The vessel was described as heavily calcified. The products were properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with guidewire or advancing the guide catheter to the lesion. Once in place, the physician advanced a non-cordis stent through the guidecatheter, but resistance was felt. There was some excessive force used to attempt to advance the stent delivery system but tracking was unsuccessful. After removing the stent and the guiding catheter, a 6f non-cordis guiding catheter and three non-cordis stents were used to treat the lesion. Upon inspection of the xience stent delivery system, it was noticed that one of the struts at the distal end of the stent was slightly open and lifted. One non sterile unit of vista brite tip 5f .056 was received coiled in plastic bag along with a ptfe segment of 73.0cm length, attached to the catheter tip. No other issues were found. A lab sample syringe filled with water was attached to catheter hub and the catheter was successfully flushed with water. The insertion/withdrawn test were performed using a 0.038¿ emerald guide wire lab sample with no resistance/friction felt. The catheter ID at was measured at different locations and results were found within specification. The catheter was transversely cut to inspect its interior under microscope and scratches /marks of an unknown device were found where the ptfe delaminating begins and along the delaminated section, the ptfe liner was inspected under vision system in order to confirm the correct adherence of the ptfe to the body & braid wire and there was evidence of fusion marks on ptfe which confirms that ptfe was properly fused and adhered to the catheter wall. Sem analysis was performed with the following results: ¿results showed that the ptfe on the internal surface of the catheter presented evidence of scratches, abrasions marks and elongations. The ptfe was analyzed and presented evidence of braid wire marks as they were expected to be. According to the observed conditions, it is noticeable that the ptfe was fused internally to the body at a certain time; however, owing to the interaction with an unknown object it got damaged. No other anomalies were found during this analysis.¿ the DHR review could not be performed since the complaint lot number was not provided. The reported ¿resistance friction-inner lumen¿ could not be confirmed during functional analysis since no resistance/ friction was felt during testing. In addition ,the catheter ID measurement results were found within specification. The failure ¿coating ¿ delaminated¿ was confirmed by the condition of product as it was received. However, the cause of the ptfe delaminated condition found at catheter inner lumen could not be conclusively determined during the analysis. Scratches/marks of an unknown device were found where the ptfe delaminating begins. Per the results of the microscopic and sem analysis there was evidence of fusion marks on ptfe which confirms that ptfe was properly fused and adhered to the catheter wall. The event description notes that ¿the stent struts at the distal end of the stent was slightly open and lifted.¿ this may have contributed to the reported failures. Neither the event description nor the final analysis suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During stent insertion through the 5fr vista brite tip guiding catheter, the surgeon felt unusual resistance. After removal of the catheter, a plastic piece was found at the distal tip of the catheter, probably caused by opened struts of the stent. The patient is a 56 year old male. The target lesion was the right coronary artery. The vessel was described as heavily calcified. The products were properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with guidewire or advancing the guidecatheter to the lesion. Once in place, the physician advanced a xience stent through the guidecatheter, but resistance was felt. There was some excessive force used to attempt to advance the stent delivery system but tracking was unsuccessful. After removing the stent and the guiding catheter, a 6f launcher (medtronic) guiding catheter and three resolute des (medtronic) stents were used to treat the lesion. There was no patient injury reported. Upon inspection of the xience stent delivery system, it was noticed that one of the struts at the distal end of the stent was slightly open and lifted.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.